Manufacturer narrative:
On 09 june 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the ball of the spring ball plunger came out from its seat. This is the third complaint with this issue on the new version of this handle from 2013. All these three handles were manufactured by our external supplier that has been contacted to verify the production cycle.

Manufacturer narrative:
Batch review performed on 15 april 2016. Lot 1417341: (B)(4) items manufactured and released on 30 july 2015. No anomalies found related to the problem. Not yet received.

Event description:
During surgery the broach handle disengaged. The ball barring and spring came out. The ball baring fell into the patient. The ball barring was recovered. The surgeon had a second broach handle and used this one to complete the surgery successfully. X-rays are not available instrument will be returned.

Manufacturer narrative:
On (B)(4) 2016, the r&d project manager updated the visual inspection based on information received from the supplier of the instrument. The visual inspection has been updated as follows: our supplier confirms us that the production cycle of these instrument was verified and there were no anomaly. The more plausible hypothesis is that the spring box plungers were flawed, maybe due to an occasional bad assembly.